Manufacturer narrative:
Additional information in a2, a4, b3, section d, h4 visual inspection: the following observations were made during the visual inspection: no visual defects. Permeability test: the test showed that the progav® 2.0 shunt system is permeable. Adjustability test: the progav® 2.0 was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test the braking force of the progav® 2.0 was not within the specified tolerance but the brake function operated as expected. The brake function of the progav 2.0® did not operate as expected. Internal inspection of product after dismantling of the valves, some deposits were found in both valves. Results we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities based on our investigation results, we cannot identify a blockage in the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation completed,

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx440-t) was implanted during a procedure performed in (B)(6) 2018. According to the complainant, the valve was believed to have a blockage. The patient underwent a revision procedure in (B)(6) 2021. No patient complications were reported as a result of the revision procedure.